Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the device was still working after being turned off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power, mode switch resistance was too low, and moving parts of the device were not moving smoothly. It was further determined that the device failed pretest for check for free movement of soft mode switch and check the power with the test bench. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed and/or duplicated. UDI: b)(4).

Event description:
It was reported from (B)(6) that the compact air drive device did not work properly, and was still working when switched off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.